Event description:
It was reported that this pacemaker was explanted due to unknown reasons. Further information received, confirmed it was being used as a temporary pacemaker. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes and device codes this event is no longer reportable since the device was explanted since it was being used as a temporary pacemaker. A new device was implanted. No allegations of any issues or malfunctions were reported. No adverse patient effects.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons. A new device was implanted. No additional adverse patient effects were reported.